Manufacturer narrative:
The calibration data from (B)(6) 2025, showed a "std.e" alarm, indicating that the calibration failed. The qc data showed fluctuating results. The alarm trace showed multiple "abnormal aspiration" alarms. The investigation found that during the initial tests for both samples, an insufficient absorbance change occurred. This confirms a severe under-pipetting event during the first runs. The field service representative replaced the sample pipette, performed adjustments, decontaminations, and inspections. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable uric acid ver.2 results for 2 patient samples on a cobas 8000 cobas c 502 module. Patient 1: the initial result was 0.6 mg/dl, and the repeated result was 4.6 mg/dl. Patient 2: the initial result was 0.3 mg/dl, and the repeated result was 3.4 mg/dl. The repeated results were believed to be correct because they were consistent with the patient's clinical history.